Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the integrated electro surgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. Based on failure analysis, the probable root cause is attributed to a lower voltage than expected during energy activation, which may be indicative of a faulty electrical component within the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called in mid- procedure to report error c-34 on the integrated electrosurgical generator unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) verified the fault through error logs and inquired whether the generator had been restarted, which the customer confirmed they performed multiple times. Changing to the second monopolar outlet did not resolve the issue. The customer did not have a valleylab iesu or a second da vinci system available. Without the coagulation function, the site was completing the procedure as planned using the bipolar energy instead. No known impact or patient consequence was reported.